Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced ¿no readings¿, after which they experienced a hyperglycemic event. It was unknown what specific cgm malfunction caused the absence of cgm readings. On the day of the event, the cgm gave an alert but there was no readings showing. The patient was disoriented, and his wife checked his blood sugar, the blood glucose reading was 455 mg/dl. The reporter did not know how long the cgm had been showing no readings before the patient developed symptoms, the reporter administered 8 units of humalog and called 911. When ems arrived, the patient was transported to the hospital. At the hospital the patient received intravenous insulin and fluids. The patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. Upon discharge, the blood glucose reading was 137 mg/dl, and the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.